Event description:
Reported as "helium loss 2 alarms, 10 within an hour". It was reported that "the provider had placed the iab within the hour. No blood is present in the driveline and patient is lying still and flat. Prior to call, iab volume had been adjusted down to 27cc. Md endorsed no difficulty passing the catheter anatomically and no known tortuosity. He noted there were "a lot of calcifications" present. Patient not having ectopy, hr 83. Bpw plateau 87, aug 125. As a result, md removed and replaced iab utilizing the same insertion site. No patient injury or consequence reported." Patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the reported complaint of iab helium loss alarm is confirmed based on the customer pictures provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.other remarks: n/a.corrected data: n/a.

Event description:
Reported as "helium loss 2 alarms, 10 within an hour". It was reported that "the provider had placed the iab within the hour. No blood is present in the driveline and patient is lying still and flat. Prior to call, iab volume had been adjusted down to 27cc. Md endorsed no difficulty passing the catheter anatomically and no known tortuosity. He noted there were "a lot of calcifications" present. Patient not having ectopy, hr 83. Bpw plateau 87, aug 125. As a result, md removed and replaced iab utilizing the same insertion site. No patient injury or consequence reported." Patient status is reported as "fine".